Event description:
A healthcare facility in china reported that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged during use. The healthcare facility also reported that the patient desaturated, the subject device was replaced and the patient recovered. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. Additionally, a tubing clip (attaches to the patient's clothing/bedding) is provided to support the weight of the circuit and prevent the tubing from being dislodged.

Event description:
A healthcare facility in china reported that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged during use. The healthcare facility also reported that the patient desaturated, the subject device was replaced and the patient recovered. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard to support the weight of the circuit and prevent the tubing being dislodged from the patient's tracheostomy. Method: the complaint opt970 optiflow + tracheostomy direct connection was not returned to fisher & paykel healthcare (f&p) for evaluation. Results: the customer reported that the tubing of the opt970 optiflow + tracheostomy direct connection was damaged. Conclusion: without the return of the subject device, further information of the reported damage or photos, we are unable to determine the cause of the reported damage. All optiflow + interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow + tracheostomy direct connection interface states: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.